Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 300 units of insulin during the load sequence. The customer re-loaded the cartridge and loaded a new cartridge to attempt to resolve the issue, however was unsuccessful. Customer's blood glucose was reported as "high" on cgm and customer reverted to multiple dose injections for insulin therapy. Multiple attempts were made by tandem technical support to follow up but no further information was unable to be obtained.